Event description:
End user is stating that the rear right leg on the shower chair collapsed from underneath him, causing the end user to fall backwards hitting his right shoulder and caused alleged abrasion on the back of his neck. End user stated he had to call fire/ambulance to help get him off the floor. Fire/ambulance checked the end user out, checked his vitals, but did not go to the hospital.